Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable pump infusing clonidine and dilaudid for non-malignant pain. It was reported that the healthcare provider (hcp) stated that they would like the pump interrogated to rule out a possible malfunction. The hcp stated that they were concerned that the patient was having opioid withdrawal. The hcp stated the patient has been in the hospital for almost 2 weeks. The hcp stated that the device was checked when they came in and the patient improved but had a sudden change this morning. The hcp was transferred to the national answering service.